Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the sideport tubing was no longer attached to the hemostasis body. The sheath had been bent 19.60¿ proximal to the distal tip. The proximal end of the sideport tubing was microscopically inspected. A small amount of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. The results of investigation confirmed the extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During device preparation, the sideport of the sheath was noted to be damaged and detached. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.